Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that they filled the chemo bag with chemo. Nurse went to pull the blue cap and the entire cap came off spilling chemo all over the nurse.

Event description:
Error.

Manufacturer narrative:
MDR made in error - product was not our product and no adverse events were associated.